Manufacturer narrative:
A ge service rep performed an investigation. Investigation identified the need to replace the right monitor and the spring arm. Orders have been placed for the identified components. Once received and replaced. It is believed that the stated issue will be addressed. If add'l info should indicate otherwise a follow up report will be submitted as required.

Event description:
It was reported that the 9900 sys locked up with an on line error message on the right monitor. The c-arm was removed from the case and another one was used to finish the case. There was no report of pt injury.